Event description:
It was reported to philips that the device had an error to replace the therapy capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer was advised to replace the therapy capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer was advised to replace the therapy capacitor to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had an error. There was no patient involvement.